Event description:
It was reported that, "drill broke while drilling through sizer."

Manufacturer narrative:
Additional info has been requested and if available it will be submitted on the supplemental report.